Event description:
Per (B)(6), this lead was displaying noise on (B)(6) 2013. The representative reported that noise can be seen real-time without performing isometrics or pocket manipulations. The patient has not had any inappropriate therapy due to the prominent lead noise. Hvli measurements yielded "lead impedance measurement unsuccessful, please try again". The representative is going to speak with the physician regarding the noise. At this time there is no indication that the lead has been replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.